Manufacturer narrative:
The reported complaint of tcmid:06 was confirmed during functional testing of the thermogard xp ivtm console (s/n: (B)(4)). The console's event log was retrieved and reviewed. The event log confirmed the error message on the reported event date. The root cause of the issue was due to cooling compressor pressure out of specification. The thermogard xp ivtm console is a reusable device and was manufactured february 2011. Therefore, a loss with cooling pressure is characteristic of normal wear and tear for the life of the device. Upon customer approval, the cooling engine will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint (ccr 8894 reported on (B)(6) 2012) reported for thermogard xp ivtm console with serial number (B)(4). The cooling engine was replaced to remedy the issue.

Manufacturer narrative:
Zoll has not yet received the console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm console (s/n: (B)(4)) displayed an error message of tcmid: 06 (ce post failure) during start-up. According to the reporter, the issue was not resolved despite multiple attempts to restart the console. There was no patient consequences reported.